Event description:
The customer reported an issue where they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue on their own by changing the infusion set and cartridge. The customer successfully resumed insulin administration.